Event description:
The customer stated that he tested his blood glucose using his contour ts and trackease meters. The contour read between 300-380 mg/dl, while the other meter read around 130 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.